Event description:
It was reported that the patient's remote monitoring system associated with this device displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
It was reported that the patient's remote monitoring system associated with this device displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service. No additional information is available at this time. If additional information becomes available this report will be updated. Additional information received indicated that remote monitoring alerts were received due to a high shock lead impedance with the associated right ventricular (rv) lead. The alerts were dismissed by the clinician. No requests for support have been received by the clinician an no further information was received.